Manufacturer narrative:
Additional information was received indicating the patient made a full recovery and was discharged from the hospital. The cause of the seizure was not able to be determined. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during while connecting the electrode to this subcutaneous implantable cardioverter defibrillator (s-ICD) at implant, the patient sounded as if they were obstructing. Moments later the patient started seizing. The patient was under moderate sedation and the physician call for anesthesia. The patient was intubated and the incisions were closed. The patient was moved to the intensive care unit. There were no allegations against the implanted system. No additional adverse patient effects were reported.